Event description:
It was reported that a customer experienced restricted flow while using a hp microbore cath ext set with one-link needlefree IV connect in the ER department. The set was connected to a continu-flo solution set with duo-vent spike ((B)(4)) and an angiopath. The flow was restricted when they used a 20 or 22 gauge angiopath. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) . The sample was not available so the root cause cannot be determined. If additional relevant information or samples become available, a follow-up report will be submitted.